Event description:
A caller reported a pump malfunction with the code "malf 12,". There was no adverse impact to the customer's blood glucose level. The customer was at work without a charger and planned to call back when ready to reset the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.